Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that his heart rate was at 68 beats per minute (bpm) and when his implantable pulse generator (ipg) "is set for 70 bpms". The ipg remains in use. No patient complications have been reported as a result of this event.